Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g4, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, the balloon of a 4mm x 25cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter was found cracked during preparation of the device. As a result, a new saberx pta balloon catheter was used as a replacement. There was no reported injury to the patient. The device was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot 82215045 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system cracked - during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause cannot be determined. Without return of the device for analysis it is difficult to draw a clinical conclusion between the device and the reported event. However, procedural factors and handling of the device may have contributed to the events reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a 4mm x 25cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter was found cracked during preparation of the device. As a result, a new saberx pa balloon catheter was used as a replacement. There was no reported injury to the patient. The device was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. The device was discarded and will not be returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.